Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy.

Event description:
Patient reported "multiple muscle spasms, rib pain and, breast cancer which was not related to the device. Patient called to update that she has auto immune issue, early dementia, and lower blood pressure and capsular contraction baker grade unknown. This record is for the left side. Device has been explanted. The events of "prior bilateral breast cancers, ehlers-danlos syndromes, inflammatory arthritis, chronic muscle spasms through chest, back, neck, shoulders, tinnitus 24-7, fluid drainage and hearing loss in left ear - have a hearing aid", neuropathy in extremities, had to have carpal and cubital tunnel surgery¿, neuralgia, dysesthesia, fibrosis bursitis, scar tissue problems and pain, bulging discs, floating ribs, asthenia, ulnar nerve lesions, greater trochanteric pain syndrome, vertigo, balance issues, nausea, chronic blood renal abnormalities, eye problems, pressures. Heart palpitations, chronic dry eye, torn rotator cuff , anxiety problems, neurophysiologist declared me disabled due to cognitive dysfunction/ pre-alzheimer I dementia. Depression, ptsd, over osteopenia, hot cold, intolerance fatigue, insomnia, palpitations, dizziness, chemical odor in body, retina problems, der problems, weakness, muscle fatigue, inflammation of my entire body" are not considered device related. Patient reported additional "swollen nodes".